Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #25 it was verified its loss of osseointegration. Twenty ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. Pt had bone type I and ii.